Event description:
On (B)(6) 2013, this 23mm trifecta valve was implanted in a patient with a history of endocarditis. On (B)(6) 2017, the trifecta valve was explanted due to aortic stenosis caused by early calcification. Per report, the leaflets appeared to be stenotic and fixed. A 23 mm edwards magna ease was implanted. The physician indicated the valve was discarded and not returning for analysis since it was not a leaflet failure/tear/mechanical problem due to early calcification.

Manufacturer narrative:
An event of stenosis caused by early calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.